Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. The cause of the patient¿s hernia cannot be determined with the information available. However, patient¿s on pd therapy are at risk for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis.

Event description:
On behalf of a peritoneal dialysis (pd) patient, it was reported to customer support that the patient was recovering from hernia surgery. The contact stated the patient was experiencing a drain complication in drain 1 of their treatment on the liberty select cycler. During the call, it was reported that the patient had fibrin (which is known to cause drain complications on the cycler). The patient was reportedly using heparin (a standard medication to mitigate fibrin) in their pd solution bag. As a result, it was advised the patient reset-up the pd treatment with new supplies and follow up with their pd nurse. The hernia surgery date was not provided. There were no reported issues with any fresenius device or product in relation to the reported hernia. Despite multiple due diligence attempts, no additional information pertaining to the hernia could be obtained.